Manufacturer narrative:
Additional information was received and it was reported that there was no patient injury. Device available for evaluation: yes. Returned to manufacturer on: 12/21/2016. Device returned to manufacturer: yes. Device evaluation: the preloaded insertion system was returned to the manufacturing site for investigation. The plunger was observed in the advanced position. Visual inspection was performed at 10x microscope magnification. The cartridge was observed correctly engaged into the lower body of the pcb00 device. No assembly error and/or defect related to manufacturing process was observed in the preloaded insertion system. Residue of viscoelastic solution were observed on cartridge which indicated that the unit was handled and prepared for surgical use. The lens was observed broken and stuck in the cartridge. One of the haptics was observed exposed at the cartridge tip. The customer's reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. A review of trending was conducted. Based on the trend identified for lead haptic not folded, a product deficiency has been identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable) the lens was not implanted. If explanted; give date: n/a (not applicable) the lens was not implanted; therefore, not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was broken/torn when inserting it into the eye. There was patient contact. There was no patient injury. No additional information was provided to abbott medical optics.